Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has an internal leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and replaced broken o ring on quick disconnect. Checked for helium leaks, none found. Calibrated unit to factory specifications. Function and safety tested. Iabp was released for clinical use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has an internal leak. There was no patient involvement, and no adverse event reported.